Event description:
On 04/23/1998 the account reported a erratic total beta human chorionic gonadotropin result of 67.90 miu/ml, which was run on the axsym analyzer. The physician questioned the result and a second sample was drawn, giving 0.0/0.0 miu/ml. The original sample was retested, giving 11.03/10.69/9.64 miu/ml. No treatment was given. Further pt info has been requested from the account but has not been rec'd. No report of injury.